Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment and moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Correction submitted as follow-up #1 submitted 9/28/2016: a review of the complaint record indicated the place of occurence was (B)(6), not (B)(6) as previously reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/22/2016. The device was returned to animas and evaluated by product analysis on 09/27/2016 with the following results. Moisture observed in battery compartment. Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to battery compartment leak. Opened pump, no further moisture damage found.